Event description:
The intended procedure was stenting of a lesion in a saphenous vein graft to the right coronary artery. After stenting the lesion, the physician was removing the guidewire; however, resistance was encountered; possible with the struts of the stent that just had been implanted. The wire was re-advanced distally and was able to be removed. There were no other difficulties encountered and the physician withdrew the wire successfully. After the wire was removed, the physician found the wire had uncoiled. The procedure was completed successfully and there was no injury to the patient. Further information indicated, there were no difficulties while advancing the wire or while wiring the lesion. The target lesion was described as "simple" with slight calcification. The product was inspected prior to use and anomalies were identified; there were no attempts to pre-shape the wire.

Manufacturer narrative:
The product has been returned for evaluation; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.